Manufacturer narrative:
Section b3: event date estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient developed renal dysfunction in (B)(6) 2020 following implant with the left ventricular assist device (lvad). The renal dysfunction was determined to not be related to or caused by the device or device therapy. The renal dysfunction was treated with intermittent hemodialysis (ihd).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal failure could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including renal dysfunction, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.